Manufacturer narrative:
Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. On (B)(6) 2024 at 06:11:22, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The backup battery fault alarms remained active while the system controller was connected to the system. At 17:49:59, the log file captured the driveline being disconnected and both power cables being disconnected, which is consistent with a system controller exchange. The backup battery fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The provided information indicated the patient performed a system controller exchange at home due to the backup battery fault alarms. A shipping label was requested and provided for return of the system controller for further evaluation; however, to date system controller, serial number (B)(6), has not been received. Multiple attempts were made to obtain additional information regarding the resolution of the alarms, patient status, and status of any product return; however, no additional information has been received. A review of the patient's complaint history revealed previous confirmed backup battery fault alarms on system controller, serial number (B)(6), due to not passing the load test on (b)(6 2023 and (B)(6) 2024. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also emphasizes the importance of having a caregiver present for system controller exchanges. The heartmate 3 patient handbook (rev. D) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived to clinic on (B)(6) 2024 after exchange of the primary system controller at home on (B)(6) 2024 for the emergency backup battery (ebb) fault alarms. The system controller exchange resolved the ebb fault alarms. The ebb was exchanged in clinic on (B)(6) 2024. It was noted that the event required intervention to prevent impairment/damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an emergency backup battery (ebb) fault and exchanged their system controller at home on (B)(6) 2024. Log file review revealed ebb faults on (B)(6) 2024 due to the ebb failing the load test.

Event description:
The event was life-threatening, required hospitalization, and required intervention to prevent impairment/damage.

Manufacturer narrative:
Section b2 correction. Section b5 correction. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. On 06jul2024 at 06:11:22, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The backup battery fault alarms remained active while the system controller was connected to the system. At 17:49:59, the log file captured the driveline being disconnected and both power cables being disconnected, which is consistent with a system controller exchange. The backup battery fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The provided information indicated the patient performed a system controller exchange at home and the backup battery fault alarms resolved. On 24jul2024, the backup battery was exchanged in the clinic. A shipping label was requested and provided for return of the system controller for further evaluation; however, to date system controller, serial number (B)(6), has not been received. A review of the patient's complaint history revealed previous confirmed backup battery fault alarms on system controller, serial number (B)(6), due to not passing the load test on 23sep2023 and 04apr2024 ((B)(4)). A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also emphasizes the importance of having a caregiver present for system controller exchanges. The heartmate 3 patient handbook (rev. D) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.